Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed with no issues noted. A clear passage test and pressure test were performed with no issues noted. The reported problem could not be confirmed through a sample evaluation. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a yume set for uv-flash leaked from the connection between its sleeved port and a uv-flash solution transfer set (baxter-product). This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted. This report is for the same event as (B)(4).